Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 385mg/dl, 235mg/dl, 240mg/dl. Tests were done less than 10 minutes apart with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.